Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 136 mg/dl and sensor glucose was 69 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 49 mg/dl and sensor glucose was 91 mg/dl after doing another calibration. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.